Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that the patient had been going to the bathroom more often since the device was turned off then back on after a MRI. Reviewed option to increase stim. Caller said after the MRI the amplitude was set at 0.25, when caller connected to the ins during the call stim was at 0.5. Caller said they have no idea how stim got to 0.5 and stated they did not change it.

Event description:
Additional information was received from the patient. They called back in response to the email they received. The patient stated they were in the hospital from december 18 to january 7 and had to turn off their stimulator because they needed to have an MRI. In an effort to resolve the issue, the patient stated they went to see their healthcare provider (hcp), and then they went to a rehab hospital. By that time, the patient stated the uti resolved itself. The patient stated they were still having bladder leakage at night. The patient reported their daughter changed the strength when they got home, and then the patient changed it again themselves because what their daughter changed it to didn't work. The patient repeated that they were still having some leakage. The patient reported they were getting 50% or greater relief of symptoms. The patient stated the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.